Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. The implantable pulse generator (ipg) system was explanted. During explant the pocket was noted to be grossly infection with (B)(6). No further patient complications have been reported as a result of this event.